Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a low blood glucose (bg 41 mg/dl) and the cause was not known. Food was consumed to address low bg. As the low bg was not occurring at the time of the event, a cause could not be determined. Tandem technical support advised the customer to discuss the event with a healthcare provider.